Event description:
It was reported that a spectrum infusion pump alarmed air in line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, air in line was not reproduced. A review of event history log revealed air in line messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be upstream sensor was out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.